Manufacturer narrative:
The fse tightened the oil mist filter valve to resolve the smoke/haze issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported their sterrad® 100s sterilizer was ¿not working.¿ an asp field service engineer was dispatched to assess the unit onsite and discovered a fog or smoke/haze emitting from the sterrad® 100s sterilizer while running a test cycle. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed from july 2017 to january 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the smoke/haze issue. The assignable cause of the smoke/haze issue is the oil mist filter valve. The field service engineer tightened/adjusted the part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.